Event description:
It was reported via legal documentation that approximately 114 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. Initial surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 02-010-03-0240 - logic cr femoral cem, left, sz 4. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.